Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. A new lead of the model was successfully placed. No adverse patient effects were reported. Additional information received indicates that there was placement difficulty. When the helix was retracted and tried to extend, it was not coming out with up to 30 turns with the fixation tool and a little tissue was noted in the helix. Also, physician was having difficult time getting the stylet all the way down the lead and kept stopping about 2-3 inches from the distal tip. The lead is available for evaluation.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. A new lead of the model was successfully placed. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. A new lead of the model was successfully placed. No adverse patient effects were reported. Additional information received indicates that there was placement difficulty. When the helix was retracted and tried to extend, it was not coming out with up to 30 turns with the fixation tool and a little tissue was noted in the helix. Also, physician was having difficult time getting the stylet all the way down the lead and kept stopping about 2-3 inches from the distal tip. The lead is available for evaluation.